Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2018, she experienced low blood glucose. The customer stated she went unconscious and fell. She was taken to an emergency health care center by her friend. The customer was treated with carbs and blood glucose went up to 85 mg/dl to 90 mg/dl. Blood glucose value at the time of the incident is unknown. The customer complained about having multiple calibration error, change sensor and sg not available alerts. The customer was advised about the proper insertion and calibration techniques. The sensor will not be returned for analysis.

Manufacturer narrative:
Date of event information has been updated with this report.

Event description:
Customer's mother reported the incident.